Manufacturer narrative:
(B)(6)

Event description:
The customer complained of discrepant inr results for 1 patient from a coaguchek inrange meter serial number (B)(4). At 12:51 pm the result from the meter was 2.1 inr. The test strip lot number asked for but not known. At 01:25 pm the result from the meter was 3.9 inr. The test strip lot number was 272165-21. At 01:27 pm the result from the meter was 2.1 inr. The test strip lot number was 294151-21. The measurements were taken from a different finger on the same hand during training. There was no allegation of an adverse event. The customer returned one vial of test strip lot 294151-21, one vial of test strip lot 272165 - 21, and the coaguchek inrange meter. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results for strip lot 272165-21: donor 1: retention meter with masterlot strips: 2.6 inr, donor 1: customer meter with customer strip: 2.7 inr . Donor 2: retention meter with masterlot strips: 2.5 inr, donor 2: customer meter with customer strip lot: 2.5 inr. The maximum difference between measurements with the same blood sample was 4% for both test strip lots. Returned customer material and retention material comply with the specification. Complained lot and meter have fulfilled the release criterion of product control. Relevant retention test strips (lot 272165) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with specification. The investigation was unable to find a definitive root cause. This medwatch will cover strip lot 272165-21. Refer to medwatch with (B)(6) for information on strip lot 272165-21, and (B)(6) for information on the unknown strip lot.